Manufacturer narrative:
A1-a4: patient information not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported in the multicenter cohort study ¿a multicenter evaluation of the heartmate 3 risk score (hm3rs)¿, that 521 patients from 7 us centers with high implant volume were measured at 1- and 2-year mortality risk undergoing hm3 lvad implantation from (B)(6) 2017 to (B)(6) 2021. The score uses the following preimplant clinical variables: age, history of prior surgical valvular procedure or coronary artery bypass grafting, serum sodium, serum blood urea nitrogen, left ventricular end-diastolic dimension, and right atrial to pulmonary capillary artery pressure ratio (rap: pawp) to stratify patients into categories of risk. Data was collected on inclusion criteria (body surface area 1.2 m2, left ventricular ejection fraction =25%, and inotrope dependence or cardiac index < 2.2 liter/min/m2 while not on inotropes) and 7 exclusion criteria (existence of mechanical circulatory support other than intra-aortic balloon pump, platelet count < 100,000 × 103/liter, total bilirubin > 2.5 mg/dl, history of severe chronic obstructive pulmonary disease, stroke within 90 days before enrollment, serum creatinine =2.5 mg/dl, and pre-albumin < 15 mg/dl or albumin < 3 g/dl). Of the 521 patients included in the analysis, the 1- and 2-year survival rate was 85% and 81% respectively post implant. Extended follow-up at 5 years was a survival rate of 58% with fewer hemocompatibility adverse events than previous generation devices. The study outcomes were death, heart transplantation, permanent hm3 explant, deactivation, or withdrawal of support. The occurrence of a hemocompatibility-related adverse event (stroke or major bleeding), significant ventricular arrhythmias, and an estimated glomerular filtration rate of < 60 ml/min/1.73 m2 at discharge from the implant hospitalization was strongly predictive of long-term outcome. In summary, this risk tool helped to individualize risk for patients undergoing implantation, and can further help to predict optimal clinical outcomes, quality of life, and functional benefit of hm3 lvad therapy while also capturing the complexities of an individual heart failure (hf) patient.

Manufacturer narrative:
Corrected data: section h6: health effect clinical code corrected. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 (hm3) left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists stroke, bleeding, cardiac arrhythmia, renal dysfunction, and hepatic dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6, "patient care and management", lists arrhythmia as a potential late postimplant complication. Section 6 also provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.